Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the catheter was returned and analyzed. Analysis revealed that the mechanical operation of the catheter peeli ng/slitting/splitting showed a spiral slit. It was also noted that the mechanical operation of the catheter shaft was bent and that the catheter shaft was separated from the hub. Additional analyst comments indicated that stress cracking can be seen near the separation area and that there was damage during use. (B)(4).

Event description:
It was reported that during the procedure, the catheter snapped and broke in half while slitting. This caused the left ventricular (lv) lead to move and the procedure had to be restarted. The catheter was removed and the lv lead was successfully implanted. No patient complications have been reported as a result of this event.